Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The root cause of the customer's experience remains unknown. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Event description:
Laparoscopic cholecystectomy- "upon deployment of the endo retrieval bag the small clear green cap had become dislodged and fell off of the endo retrieval construct and into the patients abdominal cavity. The foreign body was subsequently retrieved by the surgeon and the area explored to ensure all foreign matter was removed."patient status: normal.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.